Event description:
It was reported that the subject stent procedure was successfully completed on 22-sep-2022. Post procedure on (B)(6) 2025, patient developed ae7 (acute left visual deficit) that resulted in concomitant or additional treatment given and referral to ophthalmologist. The patient received dual antiplatelet therapy dapt prior to procedure in accordance with institutional standard of care and the antiplatelet test established effectiveness. This event was possibly related to study procedure and study device. It was possibly due to embolism from stent through ophthalmic artery to injure retina. The event is not recovered/not resolved. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the patient experienced acute left visual deficit post subject stent implantation procedure due to possible embolism from subject stent through ophthalmic artery to injure retina and was provided concomitant or additional treatment". Additional information provided by the customer indicated the patient received dual antiplatelet therapy dapt prior to procedure in accordance with institutional standard of care. Antiplatelet test established effectiveness. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.